Event description:
It was reported that the pacemaker with this right ventricular (rv) lead recorded oversensing of noise that appears to be due to cautery. Possible lead revision is suspected as the implant date is very close. The next morning the presenting electrogram (egm) looked clean. This rv lead remains in service. No additional adverse patient effects were reported.